Manufacturer narrative:
New information, aneurysm sac enlargement of 7.8mm reported on 2/26/2026.

Manufacturer narrative:
According to the gore® tag® thoracic branch endoprosthesis (tbe aortic component and side branch) instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the pivotal study for the gore® ascending stent graft in the treatment of lesions of the ascending aorta (asg device): on (B)(6) 2024, the patient was implanted with gore® tag® thoracic branch endoprosthesis (tbe aortic component and side branch) and a gore® tag® conformable thoracic stent graft with active control system for a thoracic dissection. On november 20, 2024, it was reported that images revealed a type iiia endoleak (a/e#3). Reportedly on (B)(6) 2025, a reintervention occurred to treat type iii endoleak, between the (B)(4) and tac123715c/(B)(4) devices. The physician sealed with ballooning and the type iii endoleak was resolved. The patient tolerated the procedure. No further information is available.